Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The aci sales professional reported that a male patient, in his (B)(6) underwent an interventional peripheral procedure on (B)(6) 2013. The patient was brought in for a bilateral lower extremity run off angiography which revealed significant disease. The patient was referred to surgery. Percutaneous access was obtained in the right common femoral artery via a 5f cordis sheath. Arterial access was obtained over the top 1/3 of the femoral head, 1mm below the lowest swoop of the iea (inferior epigastric artery). Access was at a "very steep angle" down into the artery. Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. The patient takes daily asa & coumadin. The patient's inr was noted as 1.2 and his bp (blood pressure) throughout the procedure was at 134/84. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that when the physician was withdrawing the balloon catheter through the advancer tube, the physician pushed down into the sealant with the advancer tube. The physician removed the advancer tube from the tissue tract with his right hand and applied 2.5 minutes of venous pressure on the access site with his left hand. Firm venous pressure was applied due to the high inr. Due to the large heparin dose which was given to the patient less than 40 minutes prior to the procedure and the complex access location, a 4cm hematoma began to form at the access site. The physician applied 7 minutes of firm arterial pressure. When the physician relaxed the pressure, the hematoma increased in size to 7cm. The physician applied additional pressure (duration unknown) and the surgical drape was removed to allow better view of the patient's groin/access site. At this point, the hematoma was noted to be moving medially. Arterial pressure was held (duration unknown) and the physician requested a femostop. The rn (registered nurse) had to go to another room to get the femostop which took her 2 minutes to return. The femostop was applied to the access site by the physician and 2 operating room rn's. The femostop pressure was set at 50mm/hg. The hematoma increased in size and continued to spread towards the scrotum. Protamine was given to the patient at this stage to reverse the effects of heparin. An ultrasound of the right groin was performed to access the femoral artery and assist in the proper placement of the femostop to control the bleeding and hematoma. Approximately 20 minutes post procedure, the femostop was adjusted then the patient was moved from the table to a stretcher and taken to recovery. The hematoma was approximately 12-13cm in size and into the scrotum. The staff noted 45 minutes after the patient was transferred to recovery, the patient was resting and the groin was stable. The hematoma did not increase. The hematoma was treated with the femostop noted earlier. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. No further information is available.